Event description:
The pt reported that she was attempting to program the time on the infusion device and the hours skipped from 3:00am to 10:00am without the option to program a time in between. She also stated that the basal rate delivered at 2:21pm corresponded with the basal rate for 2:00am and she received 1.7 units instead of 1.0 units of insulin. No further info is available. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.